Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Supplemental correction to correct section d6b: explant date. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the high pacing thresholds allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The no problem detected conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision was performed and the lead was explanted. No change in impedances or lead position on x-ray was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Supplemental correction to correct section d6b: explant date. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision was performed and the lead was explanted. No change in impedances or lead position on x-ray was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision was performed and the lead was explanted. No change in impedances or lead position on x-ray was noted. No additional adverse patient effects were reported.